Event description:
As reported, the basket of a ncircle tipless stone extractor broke while in the patient. No adverse events have been reported as a result of the alleged malfunction. Additional information regarding the event and patient outcome was requested but will reportedly not be forthcoming.

Manufacturer narrative:
PMA/510(k) #- exempt. A follow-up report will be submitted should additional relevant information become available.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Event summary as reported, the basket of a ncircle tipless stone extractor broke while in the patient. No adverse events have been reported as a result of the alleged malfunction. Additional information regarding the event and patient outcome was requested but will reportedly not be forthcoming. Investigation - evaluation: a document-based investigation was performed including a review of complaint history, device history record, manufacturing instructions, quality control data, and the instructions for use (IFU). No product returned. No photos provided. A search of the north american distribution center (nadc) database found all devices from the complaint device lot had been shipped. No similar product from the same lot was available for investigation. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The complaint device was not returned. Based on the limited available information, it was assumed one of the basket wires had broken during use of the device. The cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.